Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: a review of the device noted a striated opening assessed as surgical damage was observed on the anterior portion of the shell. A missing piece of shell (0-25%) on the anterior side is assessed as inconclusive. Additional observations noted a crease.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/jun/2024.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.